Manufacturer narrative:
This report contains supplemental information for mentor asr reference number ip-00042088. Device evaluation summary: during evaluation of the sample, it was observed to be intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number ip-00042088. It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 250cc mentor smooth round moderate plus profile saline breast implant that deflated postoperatively. As a result, the patient had the device explanted and replaced with another 250cc mentor smooth round moderate plus profile saline breast implant (catalog 3502250, s/n (B)(4)) on (B)(6) 2017.